Event description:
It was reported that there was an issue with a cartridge alarm, which caused the customer's blood glucose levels to be displayed as "high." The customer managed the situation with a corrective injection using multiple daily injections (mdi) and did not need assistance from a third party. Although the issue was not related to the loading process and had not been previously reported for this specific alarm type, the customer experienced problems with consecutive cartridges. Technical support decided to replace the pump despite it being out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump. As a follow-up, technical support received and processed the necessary documents to provide the out-of-warranty loaner pump.

Event description:
It was reported that there was an issue with a cartridge alarm, which caused the customer's blood glucose levels to be displayed as "high." There was no adverse impact on the customer's blood glucose level. The customer managed the situation with a corrective injection using multiple daily injections (mdi) and did not need assistance from a third party. Although the issue was not related to the loading process and had not been previously reported for this specific alarm type, the customer experienced problems with consecutive cartridges. Technical support decided to replace the pump despite it being out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump. As a follow-up, technical support received and processed the necessary documents to provide the out-of-warranty loaner pump.